Event description:
It was reported that the patient suddenly stopped being able to hear. There is no report of an accident or trauma. Refitting of the implant enabled the patient good access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: currently available information indicates a possible problem with the active electrode. However, to determine an exact root cause a device investigation of the explanted device is necessary. As the patient is satisfied with the benefit received from the device, a revision surgery is not considered at this time. The clinic will monitor patient's performance. Should additional information be received, the case will be reopened and further investigated.

Event description:
According to the report of (B)(6) 2013, the patient suddenly stopped being able to hear. There was no report of an accident or trauma. Testing performed in situ showed several short circuited electrode channels. Refitting of the implant enabled the patient good access to sound.